Event description:
The customer reported that higher than expected cardiac troponin (accutni) results, within the normal reference range and within the risk stratification range, were generated on an synchron lxi 725 system for four patient samples. This report is one of two and represents the higher than expected cardiac troponin (accutni) results, within the risk stratification range, generated for one of the four patients. The elevated accutni result was released from the laboratory, and the patient was admitted to the hospital. It is unknown as to whether the patient was admitted to the hospital based upon the accutni result; however it will be assumed to be the case for the purposes on this report. The patient was redrawn and the redrawn patient result was also elevated and within the risk stratification range of the assay. Upon repeat testing utilizing another methodology, the repeat results for both samples were lower and considered valid. Corrected reports were issued. The samples were collected in lithium heparin plasma tubes without gel separators and centrifuged at room temperature prior to testing. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated level one accutni quality control (qc) results recovered out of range high on the afternoon of the event date and then on the day after the event. All three levels of accutni qc were performing within the customer's established ranges prior to the event. A routine system check performed on the day of the event met instrument specifications. There were no errors posted to the event log in association with this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the main pipettor tip and made all necessary alignments and adjustments including the ultrasonics. The fse then performed a high sensitivity system check which generated results which met instrument specifications. After completion of the necessary and verified repairs the instrument was returned into operation. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2012-00053, 2122870-2012-00001.